Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 440 and 556 mg/dl (these first two readings are from one lot number of test strips), 150mg/dl (another lot of strips). Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.